Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, atrophic vaginitis, and bladder outlet obstruction. It was also reported that patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2014 by dr. (B)(6) due to s/p tot with migrated mesh.